Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. This report is filed (B)(4) 2013. Device not available for analysis.

Event description:
Per the clinic, the sound processor was found to have become hot (date not reported). The processor was removed from service, and a replacement was sent. There were no reports of patient injury. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2013.